Event description:
Customer and customer's spouse reported device has been giving high readings, however values were not proivded. Spouse was not sure if or how much insulin customer may have taken. One hr later, customer became sleepy, irritable, and belligerent. Spouse gave pt a glucogun shot. Customer went to the dr and removed from taking the current insulin type. Control info was not provided. A request was made for return product and replacement product was sent.